Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.1mm jetstream xc catheter was visually and microscopically inspected. Visual examination of the device revealed buckling and kinks to the sheath 20.7cm from the tip. There was a burst in the infusion line 98.5cm from the tip. Microscopic examination of the device did not reveal any additional damages.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the device was unable to advance to the end of the lesion. A 2.1mm jetstream xc catheter was selected for use in a superficial femoral artery intervention (sfa) to treat claudication. The target lesion was 90% stenosed and calcified. During the procedure, the physician made one pass, blades down, with no issue. During the second pass, the outer catheter began to accordion at the proximal end near the hand of the physician. There was also resistance at the end of the treated segment. The device was removed and replaced with another 2.1mm jetstream xc. The procedure was completed successfully. However, device analysis revealed there was a burst in the infusion line.